Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. Data was provided for investigation but does not reflect the alleged device and/or the alleged issue. Confirmation of the problem and root cause could not be determined. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it passed. A pairing test was performed, and it failed. The log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. The root cause was determined to be a defective transmitter. No injury or medical intervention was reported.